Event description:
It was reported that during an interventional procedure in a 30% stenosed, de novo, heavily calcified, mildly tortuous, distal left anterior descending coronary artery, pre-dilatation was performed. A xience prime 3.5 x 18 mm stent was advanced without resistance and implanted. A distal edge dissection was noted after implantation of a xience prime 3.5 x 18 mm stent. An additional xience prime stent was used to treat the dissection and successfully complete the procedure. The patient was reported as doing fine. There was no clinically significant delay in the procedure or prolonged hospitalization due to the dissection. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because the stent remains in the patient and the stent delivery system was discarded at the account. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.